Event description:
It was reported that there was an alert for the right ventricular (rv) shock lead impedance being greater than 125 ohms. The health care professional questioned if the alert could be programmed to 150 ohms. Technical services noted that it could and recommend considering a commanded shock delivery. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.